Manufacturer narrative:
It was reported that the battery had a power consumption issue. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis were not available for analysis. Failure analysis of the returned device revealed that the unit passed visual inspection and functional testing. The reported event could not be confirmed, the battery was able to provide power as expected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery had a power consumption issue. The battery was replaced. No patient complications have been reported as a result of this event.